Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported infection at the insertion site. No lot qualification or sterility records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs" and advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." It cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider."

Event description:
The customer's mother reported that her son experienced pain while wearing a pod. He removed the pod and noticed a large lump at the insertion site. She stated that he went to the hospital to have it examined, and the doctor prescribed an antibiotic to treat it. She said that they were going to go to see the doctor the next day to make sure the situation was "stable". The pod was disposed of prior to her call.